Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky and hard to press when customer replaces the battery cap it kept falling off. Customer stated that insulin pump screen sometime dims, and had random unexplained no insulin delivery. Customer stated that insulin pump always beeped all night long and smell insulin when priming, and restarts during rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.